Event description:
The catheter was placed on 8/5/96, and removed on an unk date. On 9/23/96, an approximately 1' section of what is believed to be a portion of unravelled guidewire was snared from the pt's pulmonary artery.

Manufacturer narrative:
Product implicated is a catheter with guidewire. Returnd for evaluation is a 40.4cm section of coiled spring wire. Lot history review was not possible since no lot number was indicated. The section of coiled spring wire does not include a proximal or distal weld, approximately 31.1cm of spring wire is missing and no core wire is present. Under 50x magnification, one tip of the wire is compacted, with small scrape marks along the edge of the wire, while the opposite end of the wire is slightly elongated. It appears one end of the wire may have been cut, while the other end shows signs of a tensile break. This could occur if the clinician cut the guidewire prior to insertion. Upon withdrawal of the wire after insertion, the spring wire broke, leaving a section of wire inside the catheter which subsequently migrated. The complaint is confirmed and should be recorded as user related, due to misuse.